Event description:
Site reported synergy spine 1.7 application freezes sporadically and in fluoro procedure, all instruments are shown in grey instead of in the approved colors. No impact on pt outcome was reported.

Manufacturer narrative:
The computer was replaced and this resolved the issue.